Manufacturer narrative:
(B) (4): required calibration. On 20-apr-2010, a field service engineer was dispatched to investigate the system. He performed calibration testing and adjusted the z baseline offset. The requested thickness was 110 microns and he found an average thickness of 117.5 microns from gel cuts. He indicated that all parameters were within amo specifications. A clinical development mgr was also dispatched and discussed with the site how flap thickness less than 120 microns presents more changes and greater changes of vertical gas breakthrough.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B) (6) 2010. The pt's os (left) eye was aborted after flap creation, due to a reported button hole. The flap was programmed to be a 100 micron flap which was reportedly had a pachometry of 93 microns. The pt had no evidence of a corneal scar. The pt had a bcva -5.25 with a bandage contact lens in place, pt's prescription was -5.75 of 20/50 and loose epithelium continuing to heal. Site's standard post operative drop regimen included pred forte qid, zybrom bid, and tobramycin qid.